Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: correction to investigation summary: event history log and analysis of images were reviewed for this event. The investigation could confirm the reported issue of "the performance of the anterior chamfer cut an over-resection occurred. Too much bone was sawn off, creating a gap between the bone and the actual prosthesis. There was no bone-prosthesis contact." The images provided by the reporter identify that there are gaps in the trail implant. While confirmed that the implant was not contacting the bone, these gaps were not because of the anterior chamfer cut. The issue was investigated and reviewed by the systems team. The investigation found that the anterior chamfer cut showing a larger than expected gap is likely a result of an under-resected anterior cut. Upon reviewing the replay of the anterior chamfer cut, the pointer tool was used to measure the resected surface. However, the measured cut was still within acceptable system performance limits. The investigation found that the most probable cause of the original issue described is as a result of a flexed trial due to inaccurate cuts (blade skiving) on the anterior resection. They verified the anterior resection (good) but only verified a single point on the cut plane. The user should verify more points on the anterior resection (especially along the proximal-distal direction) in order to detect an under resected anterior cut. With a single verified point, a log review cannot determine the accuracy of the entire anterior cut. For a good press-fit accurate resection cuts are crucial. The user did verify multiple points on the posterior resection (both medial and lateral condyles). It was found that the medial side was over resected (~0.5mm) lateral side was under resected (~0.5mm) and proceeded to revisit the cut. They should do the same on the anterior surface as well. We recommend to verify more points on the distal, anterior, and posterior and revisit those cuts if there is under resected bone to ensure the implant is not being flexed. Root cause: the investigation found that the most probable cause of the original issue described is as a result of a flexed trial due to inaccurate cuts (blade skiving) on the anterior resection. The root cause of these factors can be linked to improper handling. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H6. Type of investigation and investigation conclusions have been updated accordingly.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the anterior chamfer cut was overresected while using the robotic-assisted solution satellite station device. Too much bone was sawn off, resulting in a gap between the bone and the prosthesis, with no direct bone-prosthesis contact. The reporter stated that conventional manual methods offer superior precision and prosthetic fit compared to the robot. All cuts, however, were carried out correctly and subsequently verified using the pointer function; the system consistently documented a deviation of 0.0 (no deviation). The device was operated in conjunction with the robotic-assisted solution base station device. The gap between the prosthesis and bone was only identified during trial fitting. Despite this, all cuts were executed without error and verified by the system, which reported no deviations. It was reported that a repeated check of the saw cuts was performed using a pointer to ensure no bone remnants were present. There was thirty-minute delay to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the described issue was unconfirmed. Without use of the pointer tool, the described issue cannot be confirmed. Specifically, anterior chamfer cut. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Root cause summary: the investigation found no issues or defects, because the pointer tool was not used. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user.